Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer's rep stated the doctor let them know the patient has moved and there was no additional information available.

Event description:
Additional information was received from the patient. They reported that they can¿t connect to the handset. They got with a technician who had the same trouble connecting with the device they had. They were going to give it 3 months and if that didn¿t work, they were going to switch to the primary cell stimulator. They reported the ins had a 20% charge. They can¿t feel the stimulator, but they can feel the scar. The patient said they don¿t use the belt. The patient was able to connect, and they would have excellent connection and then it would disconnect. The patient tried doing a hard reset with the recharger. It was still connecting then losing connection. The patient was sitting and leaning forward. Patient services asked if they had any emi around them and they said they had their ipad so they moved it to the hall. They finally got an excellent charge and it didn¿t disconnect. Additional information was received from a manufacturer representative (rep). The rep reported that there was going to be surgical revision.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional clarification was received from the rep via the engineer and summarized: the patient was somewhat higher bmi, but rep was not able to be present during troubleshooting, only the doctor's team, so rep was unable to comment on the ability to palpate the device. Rep noted that because of the small device size, many patients are unable to feel the device who are not having any issues charging. It was noted that the patient reported they could not feel the device on (B)(6) 2020, but achieved excellent connection and was charging on the call. On (B)(6) 2020 the patient stated that ¿the only way they could establish a connection was to bend over and a 90 degree angle with their chest on their knees. Patient states that they cannot use the belt because they have not been able to establish a charge with it, ¿it doesn¿t work with it.¿ ¿ this was also reiterated on (B)(6) 2020 when the patient stated they had the bes t luck when sitting / bending over so their ¿skin is stretched out¿. Based on the attempts made to find a good coupling position, the hcp was unable to find a good coupling position. The rep/engineer suspected that the device may have migrated after about the first month of recharging, because in september the patient was recharging just fine. It was only after 1+ month post operation that the recharging difficulties began. It does not appear to be an issue with the implanted device so an option is to consider a revision surgery but it sounds like this patient is convinced of the need to go to primary cell.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H6: ime code e2104 and patient code c50541 no longer apply. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient called back reported the same recharging difficulties. They are only able to connect for a couple of seconds, then it goes back to searching. They met with rep since the last time they called in and were not able to keep a successful charge connection. The patient stated she called a 'tech' earlier today and did troubleshooting as well. The patient stated the rep thought the stimulator was implanted too deep. They seem to have the best luck when sitting / bending over so their 'skin is stretched out'. Patient was redirected to the doctor and rep. On december 18th the rep stated the doctor was working with the patient to schedule a procedure date to address the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported the patient was having difficulty connecting and would get it connected and then it would "turn off", patient would connect again, and it would turn off again and then patient encountered a 1707 message. Patient states they encountered this problem after transitioning from a standing to sitting position. Reviewed troubleshooting with patient and recommended palpating the skin to locate ins. Patient states they can find incision but can't feel the ins. Recommended positioning the bottom of the recharger about an inch below the incision and patient was able to start charging successfully with excellent coupling. Patient was able to move into sitting position and maintained excellent charging. During the call the ins battery level went from 0 to 40%. The patient also reported while charging the ins yesterday they were getting little shocks. Patient was not using a belt because they cannot find the implant while using the belt, so patient was holding the recharger directly on the skin. Patient indicated the shocking sensations were on the surface of the skin while charging. Recommended charging over a light layer of clothing and patient confirmed this resolved the shocking sensation. Troubleshooting resolved reported issues. The patient called back later the same day: they were able to charge their ins up to 60% but the implant charge level would not go past 60%. Patient states that they sat there for an hour and a half and the implant just stayed at 60%. Patient states that they finally took a break to use the restroom and when they came back, they couldn't get the recharger to connect and start a charging session. Patient states that they then called the manufacturer's rep to troubleshoot the issues for 45 minutes and they could not resolve the issue. Patient states that they saw error codes 4100, 1707 and two more that they cannot remember. Patient states that the rep recommended to call patient services to replace the recharger, if that does not resolve the issue, they will troubleshoot in person further. Patient was transferred to repair for a replacement. On october 30th patient called back reporting the same recharging difficulties, they got the new recharger but are still having diff iculties charging their implant. Patient states that they have not been able to start a charging session and now their ins is at 20%. The handset just says device "battery is low." On the call, the patient received a recharger not found message even though the recharger was on. Patient services (ps) recommended to reset the recharger and that resolved that issues, but then the patient encountered a 3167 error code which cleared by pressing ok. After the patient positioned the bottom of the recharger in line with the bottom of the ins, the patient started an excellent recharge status with the implant at 20%. After about 5 minutes of charging the patient was still charging with excellent recharge quality and the patient ended the call with the ins is at 40%. Patient will monitor issue and call back if it persists and or follow-up with the doctor office. On november 6th patient called back reporting the same recharging difficulties. Patient states that when they attempted to recharge their device this week, their handset shows recharger not found. On the call, patient services had the patient reset the handset and recharger, place the recharger on the doc, enter the recharger application first then power on the recharger and the message was resolved. Patient was then charging their device at excellent quality with the implant at 60%. Patient states the only way they could establish a connection was to bend over and a 90 degree angle with their chest on their knees. Patient states that they cannot use the belt because they have not been able to establish a charge with it- "it doesn't work with it." Patient states that they have not gained weight, but can't feel the implant. Patient services redirected to doctor since the issue has become persistent. Patient also states that they are losing too much water, that last night they were up 4 times between 12:30 and 6am and lost 2.5 pounds of water.